Event description:
It was reported that following non-abbott stent placement in the mildly tortuous iliac artery, the physician performed successful postdilatation using a fox plus pta catheter. After the balloon was deflated, during device removal, the balloon became stuck at the distal end of the sheath. The physician was forced to pull the fox plus into the sheath and the balloon was torn. The balloon was removed from the anatomy intact and the procedure was completed. The physician commented the balloon looked larger than 20mm. There was no patient injury and no additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.